Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-200 generator to resolve the issue. The system was verified and ready to use. Isi has not received the e-200 generator for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the e-200 generator was not working. The technical support engineer (tse) had the caller perform a power cycle, but the issue remained. The tse suggested to reset the e-200 generator connection, but the issue continued. It was advised that the generator would need to be replaced. The procedure was converted to laparoscopic. There were no reports that extra ports had to be added, nor of patient injury.